Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the tracker stopped after 25% of ablation during photorefractive keratectomy treatment of the right eye. The procedure was not completed, no patient harm. Additional information received states it is unknown at this time when treatment will be completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review can confirm treatment was interrupted. An error message displayed and the treatment was interrupted because the laser pedal was released. Eyetracker cannot find the pupil. Most possible root cause could be the illumination of the eytracker related to the color and brightness of patients eye. No technical root cause was identified, device worked as intented. (B)(4).